Event description:
It was reported that a shaft tear occurred. An imager ii angiographic catheter was selected for use during a vascular embolization procedure. An interlock 35 coil was advanced through the catheter and could not be pushed past the middle part of the catheter. The devices were removed and it was observed that the imager ii angiographic catheter was torn preventing the advancement of the coil through the catheter. The procedure was completed with another same device and there were no patient complications.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer; returned product consisted of an imager diagnostic catheter. The device was inspected for any damage. It was noticed that the device showed a perforation on the crown of the tip located 8mm from the tip. A .035 interlock test wire was introduced into the device and the wire transcended through the lumen and came out of the perforation that was notice. Inspection of the remainder of the device, apart from the observed damage on the box, revealed no other damage or irregularities.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a shaft tear occurred. An imager ii angiographic catheter was selected for use during a vascular embolization procedure. An interlock 35 coil was advanced through the catheter and could not be pushed past the middle part of the catheter. The devices were removed and it was observed that the imager ii angiographic catheter was torn preventing the advancement of the coil through the catheter. The procedure was completed with another same device and there were no patient complications.